Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Discarded.

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty on (B)(6) 2016. During the procedure, the signature glenoid guide did not fit. The procedure was completed using regular reverse shoulder instrumentation; however, a delay of approximately thirty (30) minutes occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of the work processes found no evidence of product non-conformance. Review of the work processes were unable to confirm the reported complaint. A conclusive root cause for the event could not be determined.